Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) years-old female patient ((B)(6)lbs) atrioventricular reentrant tachycardia/wolff-parkinson-white syndrome (avrt/wpw) with a thermocool¿ smart touch¿ sf bi-directional navigation catheter. The patient suffered a cardiac tamponade and required prolonged hospitalization. During the procedure, a pericardial effusion was noticed. There was a drop in blood pressure on the patient by about 30 points right after going transseptal. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was medication to support blood pressure as well as making note of the size of the effusion to continue to monitor. The patient was stabilized, they continued to work for about 30 minutes to an hour which also included some ablation on the left side. They decided to stop the procedure to do a pericardiocentesis when they noticed the patients blood pressure was low again and the pericardial effusion had grown bigger. It was reported that about 600cc of fluid was removed. The patient was reported to be in stable condition but was being moved to the intensive care unit (ICU) as of yesterday. The physician believed the pericardial effusion may have occurred sometime during the transseptal but could not confirm. Received additional information on the event. This adverse event was discovered during use of biosense webster products. The physicians opinion on the cause of this adverse event was that it was procedure related. Perhaps during the transseptal puncture. The intervention provided was medications to increase and stabilize the patients blood pressure. Then pericardiocentesis. The patient was reported as fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event. The patient had two additional days in the hospital for monitoring and recovery. Laboratory data: hemoglobin=14.5, hematocrit=41.9, platelets=233, all else normal. A transseptal puncture was performed with (B)(6) brk-1 needle. Prior to noting the cardiac tamponade, ablation was not performed. There was no evidence of a steam pop. The event occurred during the transseptal phase. Irrigated catheter was used in the event and the flow setting was a standard smart touch sf = 8cc < 30w and 15cc >30w. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used: graph, dashboard, vector and visitag with the visitag module parameters for stability: 2.5mm, 3sec, 3g, 25% with no additional filters and tag index.